Manufacturer narrative:
Date of submission 11/16/2017 the pump has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the pump¿s black box was reviewed and showed multiple loss of prime warnings. The pump was exercised for 24 hours and a loss of prime was not able to be duplicated. A force calibration was performed and passed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.